Event description:
The customer reported that air came in from the connection between the manifold and the syringe. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not provide a lot number. Without a lot number the device history record and complaint database could not be reviewed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. Evaluation method: device history record and complaint database could not be reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.